Manufacturer narrative:
This report is filed, (B)(6) 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced extrusion of receiver/stimulator through the skin resulting in the decision to explant. The device was explanted on (B)(6) 2016; during the same surgery the patient was re-implanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6) 2016.